Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. Upon eval the trunk cable connector was damaged. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
An (B)(6) male pt contacted zoll customer support for an unrelated complaint. During servicing of electrode belt (B)(4), a reportable event was revealed. The electrode belt's trunk cable connector was damaged. The pt was issued a replacement electrode belt.